Event description:
One patient with discrepant calcium results. Initial result 8.2 mg/dl, repeat 9.2 mg/dl. Erroneous result was not reported. Field service rep determined root cause to be the probe alignment and performed probe adjustments. Performance tests were performed which were within spec.